Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant of the lead the physician was unable to retract the screw despite the stylet being inserted and counter torquing the lead. The physician pulled the lead and it was extracted and not used. No patient complications have been reported as a result of this event.